Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information received from the consumer reported that the patient had their implantable neurostimulator (ins) removed because they became wheelchair bound after falling down a flight of stairs and had not been able to charge or use the ins therapy. The reporter also noted that they were disappointed because the manufacturer's representative told them they could have an MRI with the ins implanted but they were not able to. In addition, the patient's programmer was returned to the manufacturer as a donation with no complaint. The indications for use for the implanted device were noted as non-malignant pain and radicular pain syndrome (radiculopathies). There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.